Event description:
The health care professional (hcp) reported an incident of a fiber blood leak that occurred during treatment. The dialyzer was pre-process and re-processed five times using the renatron with renalin as the sterilant. There were no reports of pt injury or medicla intervention.